Manufacturer narrative:
As per FDA, initial report for 9613350-2015-00812 for (B)(4) is missing. Follow up 1 of 9613350-2015-00812 was submitted on sep 30, 2015. When zimmer biomet investigated the issue it was found that an acknowledgement for the submission of the initial report was not received. Hence zimmer biomet resubmitted 9613350-2015-00812. The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4). This is a bilateral patient. Right hip case is reported under (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted an alloclassic sl stem 2 12/14 on the left side on (B)(6) 2008. Currently the patient is complaining about unknown symptoms.